Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "was not working" was confirmed during device evaluation as an f-38 alarm. The root cause was due to damaged force sensing resistors (fsrs). Both fsrs were replaced to correct the reported condition.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "was not working." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.